Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.

Event description:
It was reported that the balloon ruptured during inflation at 12 atmosphere. No pt injury reported. No event or pt info is available.